Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed reprogramming was attempted but could not provide the resolution. Surgery remains pending.

Event description:
It was reported the patient can no longer receive effective stimulation in addition to stimulation in an unintended area. A fluoroscopy was performed and showed the lead had migrated. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2016. During the procedure, one of the tails of the existing lead was disconnected and a new lead was added to the scs system. The issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).